Event description:
Healthcare professional (hcp) reports 2 blood leaks on the CT 110g dialyzer. The blood leaks occurred on the event date, use #10, and 8 days later, use #16. Both incidents were noted by a leak alarm and were verified with positive hemastix results. An estimated blood loss of 200cc per pt. Treatments were resumed with new dialyzers and new blood lines without incident. No pt injury or medical intervention reported.